Manufacturer narrative:
Product ID 3708140, serial# (B)(4), implanted: 2012-(B)(6), product type extension product ID 3778-45, serial# (B)(4), implanted: 2012-(B)(6), product type lead product ID 3778-45, serial# (B)(4), implanted: 2012-(B)(6), product type lead product ID 37744, serial# (B)(4), product type programmer, patient product ID 37754, serial# (B)(4), product type recharger product ID 3708140, serial# (B)(4), implanted: 2012-(B)(6), product type extension. (B)(4).

Event description:
It was reported that there was lead migration and impedances over 40,000 ohms. It was noted that the battery was draining faster than when it was implanted. It was reported that there were no patient symptoms / injuries related to the event, and the plan was for a lead revision. It was later reported that the revision had not yet beenscheduled.

Manufacturer narrative:
Concomitant products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead.

Event description:
Additional information received reported the patient¿s revision was scheduled for (B)(6).

Event description:
Additional information reported indicated that 2 leads had been replaced and the patient had coverage of left lower extremity. No analysis was requested and the leads were disposed per surgeon's request.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received that the lead dislodgement/migration from t9/10 to t2. Symptoms associated with the event included minimal stimulation in painful areas. It was noted that the patient did not require hospitalization due to the event. Patient outcome was no injury.

Event description:
Additional information received reported that all electrodes showed out of range impedances. It was unknown what the issue was due to, that was from the lead/extension.